Event description:
Reportedly, after firing, the knife did not cut the tissue completely and the device was closed inside the anastomosis. The anastomosis was redone by hand because of the small availability of tissue.